Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient device was in backup vvi mode. The patient received a shock while watching tv, patient was not experiencing any symptoms pre-shock. The device was reprogrammed back to normal settings. A cybersecurity was updated as well. The device was observed to be in backup vvi mode on (B)(6) 2020. Patient was stable and responsive throughout the reprogramming with no visible discomfort.